Manufacturer narrative:
Evaluation summary: the catheter was received in a broken shipping tube. The light purple adaptor is broken at the bond site, where it is bonded to the white shipping tube. The shrink seals are still attached, one at the adaptor cap and the other around the directions for use (dfu). Although the reported defect was confirmed, there is no evidence of a manufacturing nonconformance. It appears that the compromised packaging tube occurred sometime after production.

Event description:
It was reported that when the package was received the package was damaged and graft thrombectomy catheter was unsterile. No patient injury was reported.